Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in the italy. On (B)(6) 2024, it was reported by the patient that infusion set tube was leaking at qr due to which hyperglycemia occurs within one day of use. High blood glucose level was 460 mg/dl. No further information was available.